Manufacturer narrative:
No sample has been received by manufacturing in which to evaluate. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that an extra piece of plastic was found inside of the needle base upon opening the package prior to surgery. Additional information has been requested.

Manufacturer narrative:
Information pertaining to knives that was provided in the previously submitted MDR was inadvertent and was not relevant to this report. No similar complaints have been received for the identified lot number. Investigation showed that no remarks related to this complaint were reported during product package blistering process. The blisters are 100% inspected after blistering for detection of foreign material inside of the blister. No deviations related to this complaint were reported during this inspection. As a complaint sample, one unused viscoelastic syringe with cannula was received. At the opening of the cannula, a burr is clearly noticeable at the needle. Since this piece of plastic concerns a part of the cannula hub, the complaint is related to a component defect and the complaint needs to be further investigated by the component manufacturer. This defect would not be detected during the 100% inspection and is considered an external, supplier related issue. Additional evaluation was performed by the cannula supplier. One opened cannula in a cap and cartridge was received by manufacturing for evaluation. The returned sample was examined per facility procedure and was determined to be nonconforming with plastic fibers inside of the hub and cartridge. As the final customer lot was identified, two component cannula lots were used to make up the customer¿s identified lot. A device history record review was conducted and no anomaly was found. The component product was released based on the manufacturer¿s acceptance criteria. No additional investigation is required based on device history record review. The component lot complaint history was reviewed revealing that this is the first complaint for the reported lot number and the first for the reported complaint issue. The evaluation confirms the plastic material noted by the customer. The source for the foreign material is from the molding process which left a fine string of plastic material. The inspection procedure was reviewed and found to be adequate. The root cause appears to be operator error. The visual inspection criteria is to reject foreign material of this type and this was missed. Investigation photos of the particulate on the product will be reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's CAPA/review training form. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).